Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sterile stay safe caps shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the control history records (chr) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: h10 additional plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. As the information about the affected batch was not provided, the investigation of the retained samples was not performed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A complaint history review revealed in the last 12 months two other complaints received with a similar failure description. In both cases the circumstances were not showing a clear cause for the complaint. A product related failure was not detected. A review of the DHR could not be performed due to missing information. A user handling issue was the most likely reason for the complaint. However since a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a patient line is blocked soft alarm and the catheter cap falling off with solution draining out on its own. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported catheter cap fluid leak event occurred during the last fill of treatment. The pdrn stated there were no other leaks and the cause was more than likely a loose cap connection that was not properly tightened. The pdrn stated the catheter cap was in fact a fresenius product. The pdrn did not know exactly how the cap came off since the patient woke up to the open cap and fluid had already drained out. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. Additional information was requested, however it was not available.